Event description:
Additional information was received from a distributer. It was reported that the serial/lot number and implant date of the catheter was unknown. It was unknown if any actions/interventions were performed. The cause of the catheter found to be leaking dye and edema could not be answered. It was unknown if the event resolved. The status of the catheter was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving an unknown drug of an unknown concentration via an implantable pump. The patient's medical history included cancer pain. It was reported that the patient had cystic edema recently. The date of event was unknown. After injecting contrast agent from the catheter access port (cap), it was found that contrast agent was spraying out from other places except inside the catheter, which was suspected to be liquid leakage. Factors that may have led or contributed to the issue was unable to be provided. No surgical intervention occurred, and no surgical intervention was planned. Actions taken to resolve the issue was indicated as not applicable. It was unknown if the issue was resolved as of on (B)(6) 2024. The patient's weight at the time of the event was unknown.